Event description:
It was reported by the pt's daughter a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous cardiac procedure, blockage was discovered in the right coronary artery and a stent was placed successfully. The pt was discharged from the hospital the next day. Two days later, the pt developed a hematoma the size of a baseball at the puncture site and returned to the emergency room. The bleeding stopped and an ultrasound revealed a large hematoma with residual clot information around the angio-seal. The pt was discharged. Three days later, the pt visited the procedural physician. Reportedly, the pt was in good condition with no hematoma; just residual bruising.